Event description:
It was reported that the patient experienced a symptomatic cardiac pause episode. It was further noted that the implantable loop recorder (ilr) device did not store the episode due to noise or oversensing. The ilr device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Noise was noted and a pause in cardiac pacing captured by the patient-activated episode and the device failed to detect the pause due to the oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.